Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have broken tip upon opening the package. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use, and no damage was found. The issue was identified during procedure. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a crack in the blade at the distal end. The complaint was confirmed by failure analysis. Corrected information is found in the following fields: b3 (event date) and d4 (product lot number). In addition, the following information was obtained: the procedure being performed on the date of the event was a subtotal gastrectomy.

Event description:
Refer to h10/h11 for follow-up information.